Event description:
Pt underwent an emergency c-section. She was intubated using a stylet. The morning following her surgery, she coughed up a piece of metal. The stylet was examined and a piece of coating was found to be missing. It was noted that more metal flaking could easily be loosened with a finger.